Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Transmissions showed ventricular fibrillation episodes and delivery of antitachycardia pacing. Review of the episodes revealed that the right ventricular lead exhibited far-p oversensing. No other electrical anomalies were noted. No device intervention was performed but programming changes were discussed. Patient was stable.